Event description:
It was reported that two days post-implant, loss of sensing was observed on the atrial lead. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.